Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was nonfunctional. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Event description:
It was reported that the patients ipg was nonfunctional. The patient underwent an ipg replacement procedure and was doing well postoperatively. Additional information was received that the explanted ipg will not be returned as it was discarded by the medical facility.